Event description:
It was reported that a pt's settings were found to be different than what was intended during a routine office visit. The physician suspected that the pt may have changed the settings. Good faith attempts to obtain add'l info including programming history and product identifiers for the software and handheld used have been unsuccessful to date. Attempts to obtain the reason the settings were different have also been unsuccessful.